Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she turned stimulation off before she went through a metal detector and it still felt weird when she went through a metal detector with stimulation off.